Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2011, the lay-user/patient and her mother contacted animas and reported elevated blood glucose (bg) levels. The patient admitted that the night before she had been samples foods and was snacking a lot. The patient was primarily eating chips and dip. That evening at 7:00 pm, the patient's bg level was at 429 mg/dl. The next morning, the patient woke up with symptoms of vomiting, nausea, and abdominal pain. The patient also admitted to having stuffy nose and sore throat. The patient's mother felt that it was possible that the patient did not bolus enough for the amount of carbs she had consumed the night before. By 12:47 am the next morning, the patient's bg level reportedly reached "497 mg/dl." At 10:00 am, the patient's bg level decreased to "420 mg/dl." The patient had been bolusing intermittently throughout the day. During the contact with animas, the patient reported that her bg level was now at 177 mg/dl. No significant alarms were noted in the pump's alarm history. The tdd and bolus history added up accurately. No issues were observed with the patient's site, set, or cartridge. Through troubleshooting, the patient was able to perform a prime step successfully. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed an elevated bg level with symptoms that can be associated with severe hyperglycemia. However, the patient's injury can be attributed to possible use-error since the reporter felt as though the patient might not have bolused enough to cover her carb intake.

Manufacturer narrative:
(B)(4). The device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following finding: no defect was found with the insulin delivery of the pump. The pump was exercised for 29 hours and found to be delivering accurately as designed at the conclusion of testing. Review of the total daily dose basal delivery shows pump was delivering accurately up until the last date used by the patient. Units remaining were correctly calculated and written to the pump history. Testing was unable to adequately investigate the original blood glucose complaint as the pump was used after the original complaint date and all histories and black box data has been overwritten.